Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. At the end of the procedure, the physician was evaluating the patient to check for effusions with an intracardiac echocardiogram and a pericardial effusion was discovered. This occurred while removing the catheters as the afib procedure had just completed. This procedure was completed without use of fluoroscopy. The patient displayed a decrease in blood pressure after the effusion was found. The patient received anticoagulant during the procedure and the activated clotting time at the time of injury was 358 seconds. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient remained in the hospital for monitoring and treatment of the effusion. However, the amount of time in the hospital is unknown. It is not known if a bwi product is responsible for the injury. The physician did not provide a casualty opinion for the adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Correction to initial report as additional information was received prior to initial 3500a submission, however omitted in error in the initial report: it was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial window. After procedure completion, the physician pulled the pentaray catheter and sheath back into the right atrium. Ablation catheter and sheath remained in the left atrium while the physician scanned for an effusion with the soundstar catheter. At this point, a small effusion was noted and the patient became hypotensive. Pericardiocentesis yielded an unknown amount of fluid. Pericardial window was performed. Patient condition improved post-intervention. Patient required extended hospitalization as a result of this adverse event. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk-1 needle. Sheaths used were a st. Jude medical lamp 90 and a st. Jude medical agilis. Generator parameters at the time of injury, overall ablation time, and last ablation cycle time at the site of injury were not reported, as the injury was discovered after procedure completion. Irrigated catheter flow was set at 17ml/min while ablating at less than 30 watts. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. Act at the time of injury was noted to be 358 seconds. Pre-procedure pt was 12.8 and inr was 1.2. It was noted that the procedure was completed without the use of fluoroscopy. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. It is not known if a bwi product is related to the injury. There were no issues reported with the catheter. There were no error messages reported on any bwi equipment during the procedure. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/23/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial window. The returned device was visually inspected and it was found in normal conditions. Per event reported, deflection test was performed and the catheter passed. Then, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for the carto 3 system and it was recognized by the system, no error messages were displayed and the catheter was properly visualized; however during the test no temperature was observed. Further examination revealed that the thermocouple (tc) wires were broken at the tip area. Per this condition the force feature cannot be verified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the tc breakage could not be determined; however an internal corrective action was created to address tc breakage on the tip section for smarttouch and smarttouch sf catheters. The tc failure is not related with cardiac tamponade, the root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.